Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-03870 / 03871).

Event description:
Legal counsel for patient reported that patient underwent a bilateral total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient underwent a left hip revision on (B)(6) 2014 due to patient allegations of elevated cobalt and chromium ion levels and pain. Legal counsel reported that capsular thickening and joint fluid were allegedly noted during the revision. Legal counsel for patient further reported the patient underwent a right hip revision on (B)(6) 2014 due to patient allegations of dislocations, pain, and elevated cobalt and chromium ion levels. Legal counsel reported that fluid consistent with metal-on-metal reaction, thickened and fibrotic capsule, and soft tissue debris were allegedly noted during the revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Explant date - (B)(6) 2014 or it could be: explant date (B)(6) 2014. Examination of returned device found no evidence of product non-conformance. During the evaluation, wear was noted on the device. A conclusive root cause could note be determined.